Event description:
The customer stated an architect i1000sr analyzer generated falsely elevated bhcg results for five patient samples. Data were reviewed and found not to affect the clinical interpretation or medical decision making. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. The investigation determined that falsely elevated b-hcg results occurred due to carryover on the architect i1000sr platform when the following three steps occur: rubella ancillary diluent has been aspirated by the reagent probe; a high concentration b-hcg sample is then aspirated by the reagent probe; reagent probe aspirates a negative sample or b-hcg conjugate followed by a b-hcg negative sample. Carryover on the architect i1000sr only occurs when a high concentration b-hcg sample is aspirated after the architect rubella igg (ln 6c17) assay ancillary diluent. (B)(4). Carryover was only observed on the architect i1000 platform series. Reformulation of the architect rubella igg/architect b-hcg assays will be evaluated to mitigate against this component binding and carrying high b-hcg samples into low or negative b-hcg samples.